Event description:
The complainants are the parents of a 3 year old insulin dependent diabetic. They indicated that they had to take their son to the hospital because he was in a diabetic coma. They indicated that a pm blood sugar was conducted with a result of 399 mg/dl. Two hours later the blood glucose was 105 mg/dl. At that time their son began to convulse and they took him to the hospital. At the hospital his blood sugar was 117 mg/dl and their physician did state that their son's condition was a diabetic coma. While on the phone the check strip and normal control solutions and proper meter coding were evaluated. All results were satisfactory. A request was made to have the system returned even though it appears that it was functioning well. The customer became irate and hung up the phone. A return call was made and a mailing label was sent to return the system. It is unknown if the customer will comply with this request.